Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler functional display check failed. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. Burn marks on the inverter board brackets were also noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported their fresenius liberty select cycler went dark and powered off during the setup phase of their (B)(6) 2018 treatment. The patient completed their treatment manually with no harm, adverse events, or medical intervention. The patient received their new cycler, which is working without any additional issues. The old cycler was returned back to the manufacturer, and an internal inspection found a burned inverter board with burn marks on the inverter bracket as well. The burned parts were replaced to refurbish the cycler and return it to service.